Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected an out of range right atrial (ra) pacing impedance. The presenting electrogram (egm) looked appropriate. There was no sign of a ra lead issue. There was some farfield oversensing noted on the ra channel that resulted in inappropriate atrial tachy response (atr) episodes. Technical services provided programming options to resolve the farfield oversensing and discussed further evaluation either in the clinic or via remote follow-up. At this time, this ra lead remains in service and there were no adverse patient effects reported.